Manufacturer narrative:
(Device b); exp date = 12/2012. MFR date (device b): 01/2008. Clear tip sheared off (device a) and tube detached from handle (device b). Evaluation summary: the analysis results found that device (a) was received with the introducer tip sheared off and missing. The applier was received without the collagen plug, which denotes that the marker clip was already deployed. A corrective action has been initiated for the tip shearing issues. Device (b) was received with the tube detached from the handle and the collagen plug already deployed. A corrective action has been initiated to address the root cause of the deployment issues. Each device is visually inspected and functionally tested during the manufacturing process. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a stereotactic breast biopsy, the marker wouldn't deploy. The doctor decided to not to place a marker in the patient.